Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting noise and pacing impedance measurements less than 200 ohms on the right ventricular (rv) channel. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating the pacing impedance measurements were still less than 200 ohms. Additionally, a non-physiologic signal was observed and could be reproduced on the rv channel with in clinic testing. A boston scientific technical services consultant stated there could be a lead insulation breach. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.